Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, the jaws of the two reload could not be closed. The device was replaced to resolve the issue. There was no patient injury.